Manufacturer narrative:
D9: product received date 11/27/2024. H3: one device was returned for repair. Service history review found no history of repair within past 12 months. Visual/functional testing was performed. Performed occlusion testing and found occlusion happened at start of infusion due to faulty force sensor. Force sensor test failure alarm occurred intermittently during power on self-test. The probable cause was the force sensor has intermittent failure issue. Replaced force sensor. Device passed testing post repair.

Event description:
It was reported that while the pump is being used it always says occlusion even if everything is fine. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.